Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The clutch spring of the device was not engaged to the v feature of the ratchet gear, indicating first prime was not properly completed. Corrosion was observed within the housing and internal components of the device. The device was not able to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist it in establishing communication. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. All attempts made were unable to download the device data. The data could not be extracted due to the presence of corrosion within the device. The fluid path was inspected and found a leak near the fill port of the reservoir. Fluid was observed leaking out of a crack on the body of the reservoir, diverting the fluid from flowing down its intended fluid path. Therefore, the damaged reservoir caused the presence of corrosion within the device. Although the device did not appear to have begun any priming sequences, it cannot be determined as to what caused the device to not deploy the needle since data could not be extracted.